Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead.

Event description:
It was reported the post-fracture pain patient's lead was replaced due to "lead fracture." The lead replacement occurred two years after the patient's system was initially implanted 10 years prior to report. It was noted "thee patient's activities had improved through the effect of therapy" since that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.